Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot numbers 200911 and 200703. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation. The retained samples were examined and no signs of foreign matter could be identified. Based on the provided feedback and investigation results, an exact cause could not be determined for this incident. H3 other text : see h.10.

Event description:
It was reported that 2 needles 25ga 1in contained foreign matter. The following information was provided by the initial reporter: " lot#: 200911. (1) foreign matter: a green fm was found on the connection site. Lot#: 200703. (2) foreign matter: a white fm was found on the center area. "

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 200911. Medical device expiration date: 2025-08-31. Device manufacture date: 2020-08-31. Medical device lot #: 200703. Medical device expiration date: 2025-06-30 . Device manufacture date: 2020-07-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 needles 25ga 1in contained foreign matter. The following information was provided by the initial reporter: lot#: 200911: foreign matter: a green fm was found on the connection site. Lot#: 200703: foreign matter: a white fm was found on the center area.